Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen 1000 mcg/ml for an unknown total dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient never got improvement in tone after pump implant. It was noted they attempted to aspirate the catheter, but could not/catheter was not flowing. There was no factors that may have contributed or led to the event. Diagnostics/troubleshooting included increase in dosing and aspirating catheter through catheter access port (cap). Actions/interventions included the 8780 catheter was surgically replaced on (B)(6) 2019. The catheter would be returned. It was noted they suspected a catheter occlusion. The issue was noted to be resolved at time of report. The patient's status at time of report was alive- no injury. The patient's weight was (B)(6). The patient's medical history was asked and will not be made available. The event date (B)(6) 2018 (date of pump implant). No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter found a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.